Event description:
It was reported that the ht70 ventilator mixer made a loud noise. The ventilator was not in use on a patient at the time of the reported event. A non-covidien/ medtronic service provider evaluated the device, replaced the mixer and the issue was resolved. Covidien/ medtronic was not authorized to evaluate/service the device.